Event description:
It was reported that the patient stated the screws for this pacemaker are loose. Technical services (ts) referred the patient to the clinic. This pacemaker remains in service. No adverse patient effects were reported.